Event description:
A medwatch was received from the facility uf/importer # (B)(4). A pt was pinned in a mayfield skull clamp (B)(4) and was in the prone position when a noise (a pop) was heard and the rocker arm slipped. The pt incurred a 4cm x 1cm laceration which required sutures and stapling. The pt outcome is recovered. This event did not involve a electrophysiology procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.